Event description:
On (B)(6) 2026, a reporter contacted lifescan (lfs) india on behalf of the lay user/patient, alleging that the patient¿s onetouch ultra mini meter read inaccurately high compared to a calibrated laboratory method. The complaint was classified based on the customer care agent (cca) documentation. The reporter claimed that the patient had undergone surgery on (B)(6) 2026, and subsequently increased blood glucose monitoring to a daily routine, and on (B)(6) 2026, at 1:00 am they first became aware of the alleged meter inaccuracy. The reporter claimed that the patient received blood glucose readings of ¿400 mg/dl¿ with the subject meter across multiple readings, compared to laboratory results of 74 mg/dl (fasting) and ¿168 mg/dl¿ (post-lunch). The comparative tests were performed more than 30 minutes apart. The patient manages their diabetes with oral medication (voglinorm-gm2, before lunch) and insulin (basalog, 10-15 units after dinner). The reporter denied the patient made any changes to their usual diabetes management regimen as a result of the alleged issue. The reporter claimed that on (B)(6) 2026, at 1:00 am, the patient experienced ¿unconsciousness, severe dizziness, extreme weakness, and a fall¿. The patient was immediately taken to hospital where they had a measured blood glucose level of ¿28 mg/dl¿ and was admitted to the ICU. The reporter claimed the patient was treated with unspecified IV and after 40 minutes felt ¿conscious¿. At the time of troubleshooting, the cca determined that an approved sample site was used for testing. A replacement product was provided. This complaint is being reported because the patient reportedly developed signs/ symptoms suggestive of a serious injury adverse event requiring admission to hospital while using the product. The subject meter could not be ruled out as a cause or contributor to the event.